Event description:
The customer reported missing a red alarm for a telemetry pt because of an unnoticed 'leads off" inop that occurred. After 15 minujtes the transmitter shut down. The staff later found that a pt had expired.